Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a tego connector where the customer reported that the thread came loose during hemodialysis and the patient experienced slight blood loss. Because of the slight blood loss medication-related measures were taken but without further consequences. There was no adverse outcome reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a lot history review should be conducted.